Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of a procedure being performed with the subject device that was clogged by a clip used in a previous procedure could not be identified, nor could the phenomenon be confirmed/reproduced. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: - preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. The device was returned to olympus for evaluation and the evaluation found that the there was a chip on plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire the bending section in the up direction did not meet the standard value. Due to deformation of the that lock engagement lever the up down knob could not be locked securely. The light guide lens was chipped. The bending section rubber was damaged at the insertion section. The right left knob was cracked. The customer stated that they were no suspected infections or patient infections noted. There were no deficiencies or deviations or concerns in reprocessing. Reprocessing questions were answered by the customer stating that pre-cleaning was performed immediately after the patient's procedure. The water was aspirated through the instrument/suction channel with a suction pump. It is unknown if the air water channel was flushed with water and air by using mh-948. Manual cleaning was not performed within one hour after the procedure, and no presoaking performed. The device passed the leak test. The detergent used was matrix by whiteleys. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The device was not rinsed before manual disinfection. The automated endoscope reprocessor used was medirator advantage plus (cr kenedy). There were no defects on automated endoscope reprocessor (aer). The detergent used for was matrix mint (whiteley) . The disinfectant was lapicide a+b. (Cr kenedy). All channels were connected with cleaning tubes when the scope was setting up in the aer. The expiration date of disinfectant was controlled. The disinfectant solution met the minimum effective concentration. The water quality of the rinse water was controlled. The water filter replaced periodically in accordance with instructions for use. The aer was dried by dry process. The endoscope stored in the drying cabinet after reprocessing. The device was reported to be quarantined after it was used on three patients. The quarantine date was 18dec2023. The device storage temperatures and oxygen concentration in the storage area is unknown. The procedure for patient one is reported to be outpatient. There were no symptoms like pain or fever. The blood tests for hiv and hepatitis b and hepatis c were confirmed negative. The functional slit-lamp biomicroscopic (fslb) stool examination results are pending. The procedure for patient 2 was outpatient without any symptoms for fever or pain and the procedure for patient 3 were out patient. Microbiological test for endoscopies and accessories were collected on15nov2023. No microorganisms were detected in the air water channel, water channel, biopsy channel and suction channel. It was reported that no additional reprocessing was performed before the device was returned to olympus. Nothing abnormally detected for the microbiologic biological test results for the aer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing evis exera iii colonovideoscope had gone through multiple wash cycles, and it was found that there was a clip lodged in it. Additional information received that during a therapeutic colonoscopy procedure on another patient the clip came out and fell inside patient and the patient was informed of the fallen clip. The procedure was completed with the same equipment. No additional treatment was undertaken, and no delay reported, and no hospital stay was required. It is unknown if anesthesia was extended. Reportedly, the patient is awaiting blood test results. There was no report of patient harm. There were 3 similar events (for 3 patients where the same scope was used with the clogged clip) for the 3 patient identifiers below. The clogged clip fell inside a patient during procedure; however, it is unknown at the time of the report which patient identifier the clip fell into, hence all 3 the patients are referenced below where the scope was used. 1) patient identifier# (B)(6), evis exera iii colonovideoscope; model cf-hq190i, sn# (B)(6). 2) patient identifier# (B)(6), evis exera iii colonovideoscope; model cf-hq190i, sn# (B)(6). 3) patient identifier# (B)(6), evis exera iii colonovideoscope; model cf-hq190i, sn# (B)(6). (This report).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had gone through multiple wash cycles when it was found that there was a clip lodged in it. The issue was found during reprocessing. There were no reports of patient harm. This report is related to patient identifier: (B)(6).